Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pico was switched on, the alarms started flashing orange and then the box went off spontaneously. No harm or injury reported.

Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. The device, used in treatment, has been returned and evaluated. A visual inspection reported no visual issues. When fresh batteries were inserted the device did not function. Device performance data found that the device reached its end of life as the system time reached > 7 days, establishing a relationship with the reported event. The root cause was identified, device had reached its 7 days end of life. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.